Event description:
The customer reported that the system locked up. The collimator closed during boot up.

Manufacturer narrative:
The customer stated that the system was collimating down and boot-up. The ge service rep checked the system over and found a broken wire in the hv cable assembly. He repaired a wire, but ordered new hv cable assembly. He removed and replaced the hv cable and checked operations by performing multiple c-arm commands. Everything is working as intended.